Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0718t, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va01uj1, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
A consumer reported that they had a loss of therapy and loss of stimulation. It was indicated that they had an adjustment three days ago at health care provider office and since then their right leg had been trembling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Event date. Correct event date to (B)(6) 2015.